Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic), right ventricular (rv) lead, lead integrity alert (lia), and impedance on the rv pacing lead was beyond the expected upper range. Analyst commented, beginning (B)(6) 2016, ventricular sic counts up to 7482; ventricular tachycardia (vt) non sustained episodes and ventricular fibrillation (vf) detected episodes with inappropriate shocks due to lead noise oversensing. Beginning week of (B)(6) 2016, rv pacing impedance spiked to 4047 ohms from last measurement at 551 ohms. Rv lead lia occurred initially on (B)(6) 2016 for sic greater than 30 in 3 days and 2 or more high rate non sustained tachycardia episodes. (B)(4).

Event description:
It was reported that approximately two months post implant of the right ventricular (rv) lead, fracture was suspected, and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.